Manufacturer narrative:
On (B)(6) 2011, a customer informed ormco corporation that when removing the advancsync appliance from tooth (#3 upper-right, 1st molar), the mesio-buccal cusp fractured. Patient went to dentist for restoration of the tooth and is doing fine. No information regarding lot number was received. No evaluation could be conducted. Not returned to manufacturer.

Event description:
On (B)(6) 2011, a customer informed ormco corporation that a mesio-buccal cusp had fractured when removing an advancsync appliance.